Event description:
During follow-up, decreased right ventricular sensing values and increased capture threshold were observed in a patient with twidlers syndrome. The lead was explanted and replaced successfully. The patient was in a stable condition.

Manufacturer narrative:
As received, an entire lead was returned in two pieces. Visual examination did not find any anomalies. Mechanical inspection did not find any anomalies. Electrical tests, that could be performed, did not find any shorts on any conduction paths. The event root cause of increased capture and decreased sensing could not be confirmed.